Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 21mm watchman laa closure device was successfully implanted. It was noted there was a small effusion observed prior to the start of the procedure with no change intraprocedural or immediately post procedure. Transthoracic echocardiography (tte) was performed an hour post procedure due to the patient complaint of chest pain, but no change in the effusion was noted at that time. Several hours post procedure, the effusion grew and an open heart pericardial window was performed to treat the effusion. Six days post procedure, the patient was discharged home. It was further reported that during the pericardial tap, the right ventricle was ruptured. The right ventricle was treated with open heart surgery to close the puncture site. The patient was admitted to the intensive care unit post repair, and discharged to home.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 21mm watchman laa closure device was successfully implanted. It was noted there was a small effusion observed prior to the start of the procedure with no change intraprocedural or immediately post procedure. Transthoracic echocardiography (tte) was performed an hour post procedure due to the patient complaint of chest pain, but no change in the effusion was noted at that time. Several hours post procedure, the effusion grew and an open heart pericardial window was performed to treat the effusion. Six days post procedure, the patient was discharged home.